Event description:
It was reported that diagnostics revealed that the t10 was exhibiting high impedances and unable to be placed in MRI mode. Patient was receiving therapy. In turn surgical intervention took place wherein the t10 lead was explanted and replaced with a new lead. There was no complication and patient is stable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.